Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 19. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.